Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. Per tandem's user guide: your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof.

Event description:
It was reported that a cartridge alarm 20 occurred during basal insulin delivery after the pump got wet. Reportedly, the customer continued to use the pump for insulin therapy. There was no adverse impact to customer's blood glucose level.